Event description:
It was reported that the device may have had premature battery depletion. The patient also inquired about the device longevity and was also concerned if the device programming was done correctly due to the rapid battery depletion. The device will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device may have had premature battery depletion. The patient also inquired about the device longevity and was also concerned if the device programming was done correctly due to the rapid battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Evaluation summary: (B)(4) ceramic cap - leakage-unspecified.